Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. In this case, it is possible there was tissue interference at the bearing or there was issue with the device, however, this cannot be confirmed as the device was not returned. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, placement of the first prostyle device was successful. When attempting to place the second prostyle device, the suture got stuck on the suture bearing. Eventually the suture was released at the intended location when the prostyle device was removed against significant resistance. The sheath was upsized to an 18f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.